Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the infusion device displayed several e7 electronic errors when retracting the piston rod and changing the battery. Pt removed and replaced the battery and was unable to resolve the issue. It was also reported there was failure of the buttons on the infusion device. The infusion device was replaced and requested for eval. Pt delivered insulin via pen and did not experience any physiological effects. She did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.